Event description:
On 5th january 2024, getinge became aware of an issue with one of our mobile tables - 113211b2 - alphastar mobile operating table. As it was stated, prior to surgery when the patient was placed on the table, the head plate went up and the leg plate went down abruptly which does happen when the flex button is pushed on the hand control. The movement led to the patient nearly slipping off the table. Fortunately, the nurse caught the patient in time and prevented the patient's fall. The procedure was completed despite the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top during the procedure creating the risk of the patient fall, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113211b2 - alphastar mobile operating table. As it was stated, prior to surgery when the patient was placed on the table, the head plate went up and the leg plate went down abruptly which does happen when the flex button is pushed on the hand control. The movement led to the patient nearly slipping off the table. Fortunately, the nurse caught the patient in time and prevented the patient's fall. The procedure was completed despite the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top during the procedure creating the risk of the patient fall, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As no malfunction of the device was found, it was considered that the getinge device did not fail to meet its specifications. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular incident occurred. The issue investigated herein is a single and isolated case. The affected getinge device has been evaluated by the hospital technician. The functions of the mobile table were checked and no malfunctions were found. No defective parts were found. The technician provided also information that this movement of the table is normal when the flex button on the remote control is pressed. Based on the information provided by the technician, the issue investigated herein was probably caused by a user error due to accidentally pressing the remote control button. In the user manual (ga113211 rev. 11, page 5) the user is warned that if the patient is not secured during transport, adjustments of the mobile operating table or positioning (especially in trendelenburg positions), the patient may slip off the operating table. The user should always secure and observe the patient. The user is also warned about the risk to the patient due to operator errors (ga113211 rev. 11, page 5). In summary and as a result of the root cause evaluation, it can be concluded that the most possible root cause of the reported issue, namely the unintended movement of the table top during the procedure creating the risk of the patient fall, is most probably user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, d9 device available for evaluation, h3c if other provide code - explain and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 5th january 2024 getinge became aware of an issue with one of our mobile tables - 113211b2 - alphastar mobile operating table. As it was stated, the foot of table fell abruptly leading to the patient nearly slipping off the table. Fortunately, the nurse caught the patient in time and prevented the patient's fall. The procedure was completed despite the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the base of the table dropping down during procedure creating the risk of the patient fall and injury to user's foot, was to reoccur. Corrected b5 describe event or problem: on 5th january 2024, getinge became aware of an issue with one of our mobile tables - 113211b2 - alphastar mobile operating table. As it was stated, prior to surgery when the patient was placed on the table, the head plate went up and the leg plate went down abruptly which does happen when the flex button is pushed on the hand control. The movement led to the patient nearly slipping off the table. Fortunately, the nurse caught the patient in time and prevented the patient's fall. The procedure was completed despite the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top during the procedure creating the risk of the patient fall, was to reoccur. Previous d9 device available for evaluation: yes. Corrected d9 device available for evaluation: no. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: 3rd party service/customer inspection. Previous h4 device manufacture date: 12/01/2006. Corrected h4 device manufacture date: 10/14/2006 h3 other text : 3rd party service/customer inspection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.e1b event site name: physicians regional medical center. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our mobile tables - 113211b2 - alphastar mobile operating table. As it was stated, the foot of table fell abruptly leading to the patient nearly slipping off the table. Fortunately, the nurse caught the patient in time and prevented the patient's fall. The procedure was completed despite the incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the base of the table dropping down during procedure creating the risk of the patient fall and injury to user's foot, was to reoccur.